Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. The lot number was not provided by the user facility, which prevented a meaningful review of the device history record.

Event description:
The user facility reported that while using the angio-seal device, hemostasis was successfully achieved. The patient rested in bed for sixteen hours. Three hours after release from rest, when the patient was walking, the puncture site became swollen. Echo revealed that there was no pseudoaneurysm. It was decided to apply more compression on the puncture site with a weight and add bed rest until the next day. The procedure before deploying the device was a carotid artery stenting (cas) using 9fr sheath. A pre-deployment angiogram was performed. The size of the sheath ancillary used was unknown. The puncture site was proximal to the inguinal ligament of the right common femoral artery. The vessel diameter was unknown. The patient recovered. The estimated blood loss was less than 250cc. Hemostasis was successfully achieved by compression. There were no other devices or equipment used with the reported product. The bleeding occurred outside of the procedure room. A hematoma was present. An ultrasound was performed to diagnose the bleed.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint can be confirmed since the patient was treated for bleeding per allegation. Based on the information given, the exact root cause of the event cannot be determined. The device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the fmea.